Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could be confirmed. The visual examination showed that a part of the cutting edge of arm #2 has broken off. The fracture surface indicates a brittle fracture due to mechanical overload. The device shows further signs indicating noncompliant use: both corners of the cutting edges show cracks that can be tied back to strong forces applied to the cutting edges. The cutting edge shows dents due to cutting too hard/inappropriate objects like k-wires or too thick plates. Due to the appearance of the blowhole that was found during the visual inspection, (B)(4) was raised. Nevertheless, the breakage of the cutting edge is not related to the blowhole. Based on the investigation the breakage of the cutting edge can be conclusively attributed to a user related issue. Indications for any material or design related problems were not determined in the investigation.

Event description:
It was reported by the company representative that item # 62-18330 was found at the hospital on (B)(6) with a piece of the prong chipped off. To his knowledge, the break did not happen during a case. The rep does not have any other details.

Event description:
It was reported by the company representative that item # 62-18330 was found at the hospital on (B)(6) with a piece of the prong chipped off. To his knowledge, the break did not happen during a case. The rep does not have any other details.